Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that within a week post-implant the patient experienced a possible perforation resulting in pericardial effusion and tamponade. A pericardial window procedure was performed. Both right atrial (ra) and right ventricular (rv) leads remain in use. No further patient complications have been reported as a result of this event.